Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the customer complaint and the stm was able to verify the reported issues. The stm cleaned, reseated, and re-secured connectors on the flex harness from display to video generator pc band and performed a functional tested without any further issues. The cs300 iabp service was completed with the safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported by the customer that display is distorted in the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported by the customer that display is distorted in the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.